Event description:
Additional information was received 23jan2024. Access was obtained in the groin via a small longitudinal incision to target the contralateral superficial femoral artery. The access site was not scarred; however, the anatomy was tortuous, and the bifurcation was steep. Resistance was encountered upon both insertion of the sheath and insertion of other devices (including another manufacturer's 7-french sheath) through the sheath, and the customer stated that insertion felt "a little tighter than usual". During insertion of the sheath, it could not be delivered to the target location, and the physician felt like the sheath was broken/fractured; however, the sheath shaft was not damaged. No sheath material remained in the separated hub. The dilator was not in place at the time of the event.

Manufacturer narrative:
Summary of event: reportedly, during a lower limb vasodilation procedure, the hub separated from a flexor balkin guiding sheath. The sheath was flushed with normal saline and advanced to the site of the lesion. After introduction, the position of the sheath was slightly adjusted, at which point the hub separated from the sheath. A new sheath was used to reach the lesion site and complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Photos were provided by the customer, showing the hub separated from the sheath. Additional information was received 23jan2024. Access was obtained in the groin via a small longitudinal incision to target the contralateral superficial femoral artery. The access site was not scarred; however, the anatomy was tortuous, and the bifurcation was steep. Resistance was encountered upon both insertion of the sheath and insertion of other devices (including another manufacturer's 7-french sheath) through the sheath, and the customer stated that insertion felt "a little tighter than usual". During insertion of the sheath, it could not be delivered to the target location, and the physician felt like the sheath was broken/fractured; however, the sheath shaft was not damaged. No sheath material remained in the separated hub. The dilator was not in place at the time of the event. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The hub was detached from the sheath. The flare of the sheath tubing was present, and no sheath material remained in the hub. There were no signs of stretching or elongation. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. The product IFU states ¿if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that the patient¿s condition contributed to this event, as the customer stated that advancement felt tighter than usual. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer name and address = address: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Reportedly, during a lower limb vasodilation procedure, the hub separated from a flexor balkin guiding sheath. The sheath was flushed with normal saline and advanced to the site of the lesion. After introduction, the position of the sheath was slightly adjusted, at which point the hub separated from the sheath. A new sheath was used to reach the lesion site and complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Photos were provided by the customer, showing the hub separated from the sheath. Additional information has been requested.